Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port after the medicine was mixed. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between june 23, 2018 - june 25, 2018. One (1) actual sample and sixteen (16) companion samples were returned for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the top left corner of the bag in the actual sample and no leak was noted on one (1) randomly selected companion sample. The reported condition of leak was verified on the actual sample and not verified on the companion samples. The cause of the leak condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will submitted.